Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician relocated the ipg and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician relocated the ipg and the patient was reportedly doing well following the procedure.